Event description:
The arthro pierce device cut the suture, as a result the surgeon had to drill out the anchors. An additional anchor was used to complete the repair.

Manufacturer narrative:
(B)(4).